Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. The manual stapling handle and reloads were being used for the segmental resection of the lung. The tissue was thick due to interstitial pneumonia. The first four firings were successful. For the fifth firing, the doctor tried to squeeze the handle, however, it was stiff. Only partially squeezed and the black return knob was pushed back. Then the surgeon tried to squeeze the handle, however, it was locked and could not squeeze at all. Replaced with a new handle and connected the same reload, however, the same event occurred. Replaced by a new reload and connected to the previous handle, and the firing was completed with no problem. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.